Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date prior to oct 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient's son stated that the patient is experiencing cream colored discharge and mild redness from the peg site. It was also reported that the patient experienced repeated peg site infections and has recently completed a course of an unknown oral antibiotic prescribed by his physician.